Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer (who is a doctor) reported that on (B)(6) 2017 he received a reading of 243 mg/dl via sensor scan and self-administered 6 units of insulin (type unknown). Customer subsequently used a hospital meter and obtained a reading of 190 mg/dl. Customer further reported that moments later the insulin "make effect and glucose got too low" and he experienced symptoms described as dizziness, cold sweat, and trembling. Customer's colleague administered an injection of glucose serum to the customer, and no further treatment was reported. Additional hospital meter readings of 174 mg/dl and 143 mg/dl were reported but it is unspecified when these readings were obtained.

Manufacturer narrative:
No product was returned, extended investigation has been completed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the libre reader therefore, no further investigation for the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer (who is a doctor) reported that on (B)(6) 2017 he received a reading of 243 mg/dl via sensor scan and self-administered 6 units of insulin (type unknown). Customer subsequently used a hospital meter and obtained a reading of 190 mg/dl. Customer further reported that moments later the insulin "make effect and glucose got too low" and he experienced symptoms described as dizziness, cold sweat, and trembling. Customer's colleague administered an injection of glucose serum to the customer, and no further treatment was reported. Additional hospital meter readings of 174 mg/dl and 143 mg/dl were reported but it is unspecified when these readings were obtained.